Event description:
In the middle of the case, after successful use period, the unit stopped working. The unit was removed from the field, and another device was utilized to complete the case. It is unknown if the new device was of the same or different lot.